Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 522 and 364 mg/dl. Customer is also comparing results to her cgm: customer stated her cgm read 230 mg/dl non-fasting and more than 35 minutes later she had obtained the result of 522 mg/dl non-fasting using the true metrix meter. The customer¿s expected am fasting blood glucose test result is below 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/21/2025 and test strips were opened three weeks ago. The meter memory was reviewed for previous test result history: result 1: 522 mg/dl date: (B)(6) time: 10:06 am non-fasting. Result 2: 154 mg/dl date: (B)(6) time: 12:02 pm fasting. Result 3: 363 mg/dl date: (B)(6) time: 10:01 pm fasting/bedtime. Result 4: 268 mg/dl date: (B)(6) time: 4:02 pm fasting before dinner. Result 5: 364 mg/dl date: (B)(6) time: 7:00 am fasting.